Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced abdominal abscess at the infusion sites treated with antibiotics. No further information was available.